Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy just wasn't working anymore which started about 6 months ago. The patient did have reprogramming sessions, and met with their managing doctor on (B)(6) 2020 to discuss. It was decided to have the system removed. The circumstances that led to the reported issue were unknown. When asked, the patient said that the hcp performed imaging and said everything was in place. When asked, the patient said there hadn't been any falls or trauma. The patient said that their hcp added medication, but that didn't help. Troubleshooting was not performed as the patient said that they had worked with their hcp for all troubleshooting, and were waiting for surgery to be scheduled.